Event description:
Boston scientific received information that the patient with this atrial lead and device presented to the clinic with symptoms of shortness of breath and pre-syncope. Upon interrogation, it was noted the lead had switched to unipolar pacing mode. When programmed back to bipolar, low out of range impedance measurements were displayed. The physician was notified of this information.

Event description:
According to available information, this lead remains in service. No further additional information could be obtained.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.